Event description:
It was reported that the customer was unable to turn the pump on due to the wake button not working. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a manual injection. During troubleshooting with tandem technical support (tts), it was determined that the wake button was working appropriately. Tts educated customer on the correct technique when pressing the pump button and the customer continued using the pump for insulin therapy.